Event description:
It was reported that during implant procedure, the lead was observed to have misshaped helix bend. The lead was not used and the physician elected to complete the procedure with a different lead. There were no patient consequences.